Manufacturer narrative:
Insulin pump received with no all button response due to flattened button dome switch (no crease). Unable to perform displacement test, self test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to no button response. No constant tone noted. The keypad connector on j2/lcd is locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with manual injection for high blood glucose. The customer reported that the buttons were not responding and also had beep anomaly. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.